Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that multiple non-sustained ventricular lead noise episodes were recorded. Myopotential oversensing and lead damage were suspected. The pacing lead impedance trend showed varying measurements. The device and lead were explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).